Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no endoscopic image" malfunction could not be identified. Olympus will continue to monitor field performance for this device

Event description:
The costumer reported the event occurred during inspection for use for a diagnostic unspecified procedure that was completed with 1 hour delay using the same device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image. There were no reports of patient harm.